Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had intermitted issue with fluoro and exposure. Analysis of system log file by fse showed error related to ippc. To resolve it, fse recreated the image store and after that, the system was returned to use in good working order.

Event description:
It has been reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site and re-created the image store. The device was returned to expected functionality.